Event description:
A customer reported that in 2006, a patient sample containing anti-jka did not react with 0.8% selectogen lot 8s739. Following the negative antibody screen with 8s739 (30 minute incubation in gel) an immediate spin cross match was performed. One unit of jka-positive, packed red blood cells was transfused to the patient. On the following month, antibody screen was performed on the patient using 8s739 and a positive result was obtained. Anti-jka was identified using 0.8% resolve panel a lot 8ra201, dosage was observed. The dat test result was weak to 1+. No death or serious injury is associated with this event.